Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a patient presenting with acute myocardial infarction and cardiogenic shock for impella support. The patient ultimately sustained an ischemic stroke (post explant) that allegedly was caused by the impella device.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a patient presenting with acute myocardial infarction and cardiogenic shock for impella support. The patient ultimately sustained an ischemic stroke (post explant) that allegedly was caused by the impella device.